Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had trauma to the chest, with an abrupt increase in the right atrial (ra) impedance measurements to greater than 2000 ohms and noise. The patient's ra lead was thought to be fractured. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. The device remains in service.